Manufacturer narrative:
Case reported by the corega program. Pt's son mentioned that his mother died (unk cause) on (B)(6) 2015. He did not provide more info and there was no authorization to contact with dentist. The action taken of corega ultra cream was not applicable. Case was considered closed.

Event description:
Death nos [unk cause of death]. Case description: this case was reported by a consumer via pt support programs and described the occurrence of unk cause of death in a (B)(6) female pt who received triple salt dental adhesive cream for denture wearer. On an unk date,the pt started triple salt dental adhesive cream. On (B)(6) 2015, an unk time after starting triple sale dental adhesive cream, the pt experienced unk cause of death (serious criteria death and gsk medically significant). On an unk date, the outcome of the unk cause of death was fatal. The subject died on (B)(6) 2015. The reported cause of death was unk cause of death. It was unk if the reporter considered the unk cause of death to be related to triple salt dental adhesive cream.